Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay reporter/husband contacted lfs on (B)(6), 2010 alleging a date and time issue with his wife's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The reporter mentioned that the alleged issue with the meter began on (B)(6), 2010 at noon and the patient was unable to test her blood glucose. Approximately 2 days later, the patient experienced "low blood" and was feeling sick. The patient ate more food/drink and did not seek any further medical attention or contact her physician for assistance. The reporter mentioned that the alleged issue with the meter began immediately after the patient had removed/ replaced the battery. This was not the first time the product was being used. The alleged issue was not resolved via troubleshooting. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and the exact symptoms the patient had experienced. Based on the provided information at this time, it is unclear how the date/time format issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient, remains unclear. The complaint is being reported since the reporter alleged that due to the date and time issue, the patient was unable to test and approximately 2 days later developed hypoglycemic symptoms.